Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Code d15 - while the reported primary failure mode, related to unsuccessful deployment, is unable to be confirmed due to the endoprosthesis being returned in a fully deployed state, evaluation of the returned device indicates damage consistent with deployment difficulty and a subsequent device interaction during withdrawal. As reported, the physician tested the device after removing it from the patient, and it was fully deployed and expanded. Thus, the potential mechanisms of the deployment failure are unable to be determined. Therefore, the root cause of the reported primary failure mode could not be established with the available information.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, 3, 4: patient age, gender and weight are not available. H6: code c19 - a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Code c21 - the device was returned to w. L. Gore and it is under engineering evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with an 8mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat iliac artery stenosis. The target lesion was almost occluded. Vsx device was advanced to target lesion. The deployment was failed. The sheath was used to push vsx device. The catheter was found kink. The deployment was not successfully after several attempts. Therefore, vsx device was withdrawn through lindquist guidewire and removed from patient. Another non-gore bare stent was used to complete the procedure successfully. Patient tolerated the procedure. Physician tested the device after removing from patient, and it was fully deployed and expanded.